Manufacturer narrative:
Mean age: 44.8. Pt sex: 16 females, 36 male. Literature citation: s.teyssedou, m. Saget, l.e. Gayet, p.pries, c. Breque, t. Vendeuvre "radiologic study of disc behavior following compression fracture of the thoracolumbar hinge managed by kyphoplasty: a 52-case series". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A total of 52 patients who underwent balloon kyphoplasty were included, with mean follow-up of 18.6 months, vk fell from 13.9° pre-operatively to 8.2°at last follow-up. Dhi found significant superior disc subsidence (p=0.0001) and non significant inferior disc subsidence (p=0.116). Da showed significantly reduced superior disc lordosis (p=4*10-5). Supdhi correlated with vk correction (r=0.32). Pre-operative vk did not correlate with radiological degeneration of the adjacent disc. There were 4 cases of cement leakage in the superior disk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.